Event description:
Procedure: right biomet hybrid total hip arthoplasty. Single use biomet drill bit being used to make holes for shell screws. Drill bit broke. Both pieces recovered. Patient with severe osteopenia in the actetabular and very "soft" bones. Drill bit is single-use item that is not reprocessed, but only used one time.